Event description:
The maverick2 monorail 15/2.5 mm balloon was being used to predilate the lesion for placement of an unspecified type of stent, but ruptured at 10 atms on the initial inflation. The pt was asymptomatic during this event. The maverick2 monorail 15/2.5 mm balloon was removed and replaced with another balloon to successfully complete the procedure.

Event description:
During a ptca treatment procedure, the maverick2 monorail 15/2.5 mm balloon ruptured at unk atms. The number of inflations performed is also unk. The lesion being treated was a 90% stenotic lesion in a tortuous left circumflex coronary artery. No pt injuries or complications were reported. Pt status is reported as 'good'. Add'l info has been requested regarding this event.